Event description:
The customer reported the ac led light is not working, and device is not charging the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the ac led light is not working, and device is not charging the battery. There was no report of pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.